Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that received a weak battery alarm, bad battery alarm and a battery out limit alarm. The customer's blood glucose was 174 mg/dl at the time of incident. The customer stated that the batteries were out of the insulin pump greater than duration allowed by the insulin pump. The insulin pump will not be returned for analysis.